Event description:
The healthcare professional (hcp) of a clinical study reported that the implantable neurostimulator (ins) was unable to recharge. The patient lost coverage of painful areas. The outcome was ongoing. No actions were taken as intervention. The etiology was reported as related to the device or therapy and not related to the implant procedure. The device was noted to be greater than 5 years old. There was a planned ins replacement. Relevant medical history included: post lumbar laminectomy syndrome

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information noted the outcome as: unresolved at time of study exit/death/study closure. Additional information received noted: patient death (B)(6) 2016, suicide (no further information available.) A family member of the patient, the patient's niece, stated that the date of death was (B)(6) 2016 and the cause of death was suicide. The patient still had device implanted at time of death.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correction/update: based on additional review and investigation, (B)(4) no longer apply to this event.